Manufacturer narrative:
One device was returned for repair with primary complaint of cassette not attached error. No relevant service history was found. Event history verified cassette not attached error. Functional testing was performed, and cassette would not read properly intermittently. Replaced printed wire assembly (pwa). Lcd lens observed to be scratched. Replaced lcd lens. Pump was missing battery door. Replaced battery door. Updated software. Probable cause was defective pwa. Device passed testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing, there was no patient involvement.